Event description:
It was reported that a small piece of the insulin pump fell off from near the reservoir compartment. Customer stated that the insulin pump was bumped against the toilet. Customer's blood glucose reading at the time of the call was 8 mmol/l. No further information reported.

Manufacturer narrative:
Insulin pump had a broken reservoir tube, minor scratches on lcd window, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.